Event description:
Every time that the pt's cochlear implant -advanced bionics clarion cii with hifocus I electrode- is powered up, the pt experiences a shock. Pt describes the shock as "booms". Pt is able to tolerate the shock, but clearly does not like them. Reporter tried all available programming methods to avoid this shock, but none of the parameters they access to affect the device to fix it. Advanced bionics has had the pt visit their site where they could visualize the electrical spike with surface potential recording. They tried fixing the problem with various software solutions, but none worked. The pt is a highly successful implant user.